Event description:
It was reported that the patient had a blood infection and vegetation growth on the tricuspid valve. Decision was made to extract the implantable cardiac defibrillator (ICD) and leads and place epicardial leads and attach to a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2013; 6947m62 implantable tachy lead, (B)(6) 2013; 4196 implantable pacing lead, (B)(6) 2013; d334trm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).